Event description:
It was reported, the deflectable videoscope lens was foggy and the bending section cover was damaged. The issue occurred during preparation for use in an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus. The device was returned to a third party for evaluation, and it was found that due to a scratch on the universal cord, water tightness was lost. The bending section cover was also damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Additional information received from the initial reporter confirmed the of the procedure is a laparoscopic operation and is therapeutic.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information from the customer can be found in b5. Customer confirmed that the device operator was a healthcare professional, but specifications were not provided. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, third party results conclude that it is likely the event may have occurred due to the fact that the equipment was damaged during handling by the user, and moisture entered the interior from the damaged area, and the moisture adhered to the inner surface of the objective lens. The event can be detected/prevented by following the instructions for use which state: ltf-s190-5/10 operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system_ inspection of the endoscopic image. Ltf-s190-5/10 reprocessing manual chapter 1 general policy 1.4 warnings and cautions :perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Olympus will continue to monitor field performance for this device.